Event description:
The pt received a cypher stent in the following vessels: proximal rca, mid rca, distal rca, posterior descending, and obtuse marginal. Sixteen days later thrombus was noted in all of the implanted stent. Thrombus was treated with aspiration and ballon angioplasty.